Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was without stimulation. Diagnostic testing indicated low impedance readings. X-rays did not reveal any anomalies. Surgical intervention was undertaken and intra-operative diagnostics revealed impedance readings within normal limits. As a precaution, the extension was explanted and replaced, but further intra-operative diagnostics again revealed low impedance readings. The ipg was explanted and the port plug was found to be dislodged within the ipg header. The physician suspects fluid was in the ipg header. The physician attempted to reinsert the port plug, but was unable to tighten the set screw using the torque wrench. The ipg was replaced and the patient reported effective stimulation coverage postoperative. Concomitant product - the implant date is unknown for the device below: model unknown, scs extension.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.